Event description:
Philips received a complaint on the intellispace cardiovascular (iscv) indicating that when a user performed lv strain analysis on the images, the analysis was completed; however, upon attempting to save the result, an error appeared, and the image was not saved. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint (B)(4). Philips has started an investigation of this complaint.